Event description:
Pt underwent ablation procedure of hepataic cysts using 300 cc dehydrated ethanol injected through co's 6 french all purpose drainage catheter with locking loops, hydrophilic coating and flexima firm material. The injected ethanol was left in for 40 minutes and then removed on 8/20/96. On 8/22/96, it was noted that one catheter was "torn" nixt to the molnar disc. Upon exchange in the cyst, another portion was fragmented inside the cyst requiring retrieval under fluoroscopy.